Event description:
The customer contact reported an unrequested bolus dose was delivered. On (B)(6) 2011 at 1300, the pump was programmed to deliver dilaudid 0.2mg/ml, in the pca only mode, with a 0.4mg loading dose, a 6 min pt lockout, and a 4mg four hour dose limit and the delivery was started. On an unspecified date and time, the pt received 2 tablets of an unspecified concentration of norco as ordered to transition to oral pain medication. On (B)(6) 2011 at 0900, a nursing asst found the pt "obtunded" and notified the nurse. The nurse reported that the pt was slow to respond. The pt was moved back to bed. At the time, the nurse reported hearing a beep indicating the pump delivered a bolus dose; however, no one had pressed the pt pendant button. The nurse removed the pt pendant from the pt's bed and placed it on the IV pole. At this time, the nurse reported that the pump beeped a 2nd time and the display incremented indicating a second unrequested bolus dose was delivered. The md was notified. The pca therapy was discontinued, and the device was removed from clinical service. The customer contact stated the pt was "over sedated but quickly recovered." The customer reported, "two hours later, the pt was wide awake, eating and talking." During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). No unrequested bolus delivery was noted throughout the testing procedures. The customer's returned pt pendant cord was used during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the user facility. A review of the history indicates that the original device settings with the programming parameters had scrolled off of the history. A review of the most recent activity indicates that between 1013 and 1643, there were nine 0.2mg pt initiated deliveries and 2 unmet pt demands. Between 1716 and 2339, the door opened and locked, cleared total 3.6mg, there were seven 0.2mg pt initiated deliveries and 2 unmet pt demands. Between 0000 and 0531, new date stamp (B)(6) 2011, there were twelve 0.2mg pt initiated deliveries, one 0.1mg pt initiated delivery, 21 unmet pt demands, clear total 1.8mg, door opened and locked 2 times, there was an empty syringe alarm, a vial alarm, a check syringe alarm and an injector alarm. Between 0533 and 0653, there were eight 0.2mg pt initiated deliveries, 125 unmet pt demands, an occlusion alarm, door opened, a vial alarm, a check syringe alarm and device was powered off. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).